Event description:
It is reported that the device was implanted in 1996. Pt has a revision surgery scheduled for 2008, due to excessive wear of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.